Event description:
Complainant reported while loading a patient into the ambulance, the legs allegedly became "locked or jammed" while lifting the stretcher and the cot lowered unexpectedly. The patient sustained unknown injuries and sought unknown medical intervention. No additional details were provided.

Manufacturer narrative:
The cot was returned to ferno for evaluation. A visual and functional evaluation was conducted. The cot functioned as intended and the reported issue could not be duplicated. There were no observations found that would have contributed to the cot legs not releasing. The overall condition of the cot was found to be fair with only cosmetic issues found. The cot was returned to the customer and approved for return to service.

Event description:
Complainant reported while loading a patient into the ambulance, the legs allegedly became "locked or jammed" while lifting the stretcher and the cot lowered unexpectedly. The patient sustained unknown injuries and sought unknown medical intervention. No additional details were provided.